Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery with mild tortuosity and calcification. The 2.75 x 15 mm voyager was to be used for pre-dilatation and was advanced to the lesion without resistance. During the first inflation of 10 atmospheres, for 20 seconds, a balloon rupture occurred. A non-abbott balloon was used to continue dilatation and a promus stent was implanted. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for evaluation; however, the investigation is not yet complete. A follow-up report will be submitted with all additional and relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency